Manufacturer narrative:
(B)(4). Date sent: 9/22/2016. Batch # n54c74. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the device "stop stapling because the device was jammed in a closed position" can you clarify if the device delivered any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Yes if yes, was the cut line complete? No it was incomplete to 1/3, surgeon had to unlock it manually if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No info if yes, were the staple line and the cut line equal in length? No info what was the product code of the reload that was being used (B)(4)? It was a gold one. Clamp didn¿t deliver staples.

Event description:
It was reported that during an unknown procedure, stop of stapling because the device was jammed in a closed position. Manual opening of the device by the surgeon. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.